Event description:
(B)(4). Same case as MFR ID # 2134265-2013-03568. It was reported that following a percutaneous coronary intervention, the patient experienced a myocardial infarction. The 3.0x8mm, 90% stenosed target lesion was located in the distal right coronary artery (rca). The distal lesion was pre-dilated and the 3.0x8mm promus element stent was deployed, resulting in 0% residual stenosis. The 3.0x24mm, 70% stenosed proximal right coronary artery (rca) was then pre-dilated, during dilation a small intimal dissection was noted which did not spread. The 3.0x28mm promus element plus stent was deployed, resulting in 0% residual stenosis. The following day, patient experienced elevated cardiac enzymes meeting the clinical definition of a myocardial infarction. No additional intervention was required. Patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).